Manufacturer narrative:
(B)(4). Batch # n54h3y. Device analysis: the analysis results showed that one ecr60d reload was received fully fired, with the pan detached from the cartridge. While no conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The lot/batch # provided, n4l693, was reviewed and determined to correlate with a different product code than the reported ecr60d. Please verify: what is the product code of the device? What is the lot or batch number?

Event description:
It was reported that after loading the ecr60d when surgeon tried to fire, the cartridge pan was very loose and it was hampering during firing. Due to this the surgeon, could not staple properly the staple and staple formation was incomplete due to movement of cartridge pan. This resulted in improper hemostasis which took another 20 minutes to control the same.